Manufacturer narrative:
H3 other text : evaluated by third party.

Event description:
The manufacturer received information regarding a dream station auto bipap. The device was returned to a third-party service center. During visual inspection of the device, corrosion was found on the power connector and device. The device was scrapped. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.